Event description:
It was reported that during implant of a cardiac resynchronization therapy defibrillator system, this left ventricular lead was an attempted implant. The physician placed the lead into the left bundle area and extended the helix; however, the desired morphology and outputs were not achieved. Additional positioning attempts were also unsuccessful. When the physician wanted to remove the lead the helix would not retract. The recommended retraction protocol was applied, and the helix subsequently elongated, but still did not release the tissue. It was necessary to employ an extraction catheter which successfully released the lead. A different lead (non-boston scientific product) was then attempted and was also unsuccessful. The physician elected to not implant a lv lead and completed the procedure with a dual chamber implantable cardioverter defibrillator. The lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a stretched-out and deformed helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Event description:
It was reported that during implant of a cardiac resynchronization therapy defibrillator system, this lead was an attempted implant. The physician placed the lead into the left bundle area and extended the helix; however, the desired morphology and outputs were not achieved. Additional positioning attempts were also unsuccessful. When the physician wanted to remove the lead the helix would not retract. The recommended retraction protocol was applied, and the helix subsequently elongated, but still did not release the tissue. It was necessary to employ an extraction catheter which successfully released the lead. A different lead (non-boston scientific product) was then attempted and was also unsuccessful. The physician elected to not implant a left bundle branch lead and completed the procedure with a dual chamber implantable cardioverter defibrillator. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.